Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary full-height cubies were not detected on the bus. A field service engineer (fse) powered the station down, removed the back panel, disconnected the bus cable, removed the back of the drawer, and disconnected the row board cable. After leaving it disconnected for a few minutes, the cable reconnected. The drawer was reassembled, the bus cable was connected, and the station was powered up. Upon booting up, there were no failures. The customer logged in and performed an inventory to confirm the proper functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the full height cubies were not detected on bus. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.